Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for what could be an atrial driven rhythm. Technical services (ts) was consulted and upon review of the episode it was noted that the shocks induced a slow ventricular tachycardia (vt) which self-terminated. Programming options were recommended. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for what could be an atrial driven rhythm. Technical services (ts) was consulted and upon review of the episode it was noted that the shocks induced a slow ventricular tachycardia (vt) which self-terminated. Programming options were recommended. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to the initial reporter information.